Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to inadequate pain relief. No device malfunction was suspected by the physician. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4). Description: linear st lead, 70cm model#: sc-2352-50, serial #: (B)(4). Description: linear 3-4 lead, 50cm model#: sc-4316, lot #: 16637196. Description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.